Event description:
It was reported that there was a revision of a left hip due to the cement mantle failure.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown eon stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.